Event description:
It was reported that there the patient was admitted to the hospital due to noise, oversensing and pacing inhibition on the right ventricular (rv) lead, leading to pre-syncope and asystole about five-to-six seconds long. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations and possible causes. Pocket manipulation reproduced the same noise. The device was programmed to do. The device and leads remain in service. No additional adverse patient effects were reported.